Event description:
Cvg summary: patient is feeling pacemaker vibrate intermittently. Carelink report: chronic low p-waves measure 0.5 and sensitivity is programmed 0.45mv. Potential for atrial under sensing. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).